Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up showing high, out of range, high voltage lead impedance. Further lead and dft testing was recommend. No further information. Lead remains implanted.